Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the monitor had intermittently non-functional response buttons. The root cause of the defective response buttons was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that monitor sn (B)(4) had intermittently non-functional response buttons.